Event description:
Int broke off leaving a piece of plastic catheter in vein. Hub of int broke off, cannula in the vein. Rn was able to gently remove cannula. Pt stated he was not pulling or adjusting the int in anyway. Nothing relevant. Dates of use: (B)(6) 2011. Diagnosis or reason for use: IV medication administration.